Manufacturer narrative:
Siemens is conducting an investigation of the reported event. A supplemental report will be submitted if additional information becomes available. Section h6 4755 - base.

Event description:
Siemens was informed by its service organization about an adverse event that involved the artis pheno system. A physician was helping to prepare a patient for surgery in the exam room. While walking around the back of the system, the physician shoe tripped on the base of the machine. The doctor stumbled and fell. The fall resulted in fracture of his radial bone.

Manufacturer narrative:
E1: initial reporter state, minnesota, was added. Siemens healthineers completed the investigation of the reported issue. The base cover, which the user tripped over, is used to cover the inlet and outlet lines of the system robot. The labels, ¿sitting prohibited¿ and ¿loading prohibited 100 kg¿, are displayed on the cover. The system operator manual warns users about the possibility of tripping, slipping, or falling when stepping on, or stubbing their foot against the cables and other system parts located on the floor. Furthermore, the system is designed to provide maximum flexibility in placement in the room. Safety precautions to comply with occupational health and safety and other local requirements are the responsibility of the operator. For example, if the system is placed in the center of the room, the operator must ensure that cabinets/shelves and other equipment around the system do not cause the base cover of the system to be used as a walkway. As of the date of this report, this is the first event of this kind reported to be communicated to siemens healthineers. No system malfunction could be detected. The complaint has been closed.